Manufacturer narrative:
(B)(6).

Event description:
It was reported that a saline leak occurred in the catheter. A 1.50mm rotablator rotalink plus was selected for use. During preparation prior to the procedure, the physician was treating the patient for a rotablation percutaneous transluminal coronary angioplasty (ptca) under image guidance. After successful placement of the rotawire, a draw test was performed while advancing the burr. During the test, a saline leak was observed between the protective sheath of the rotaburr, and the burr speed was found to be inadequate. Shortly afterward, an error message appeared on the rotapro console. Considering patient safety, the attending physician removed the device from the rotawire. The procedure was then completed using a rotapro burr of the same size. There were no patient complications.